Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records noted the patient underwent a revision procedure due to elevated metal ions, pain, and corrosion. The trunnion was also noted to exhibit black corrosion at the base. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a mom previously and underwent a right total hip arthroplasty. Patient underwent a revision procedure due to elevated metal ions, pain, and corrosion. The preoperative MRI exam was suggestive of edema in peri-tendinous area of the medius/minimus. The trunnion had black corrosion at the base. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to injuries approximately 5 years initial post-op. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
It was reported that a patient underwent a revision due to elevated metal ion levels, corrosion and pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information isavailable.

Manufacturer narrative:
(B)(4). Femoral stem was not removed during revision procedure. Versys femoral head -3.5 mm (00-8018-032-01, 61530660) tm modular acetabular shell (00-6202-050-22, 61544171) trilogy acetabular liner (00-6310-050-32, 61486495) bone screw (00-6250-065-30, 61515063) multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00431 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.